Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 457 mg/dl and 187 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into a "c" zone, showing the difference in values to be clinically significant, the customer also reported two episodes of loss of consciousness within the last several months; however, she was unable to provide dates for those incidents. She further reported that she had diabetes for 20 yrs and she does not have any warning signs or symptoms before she passes out. No self-treatment or third-party medical intervention was reported. The customer could not indicate if the meter contributed to her medical incidents, and the timeframe of the reported readings in relation to those episodes of loss of consciousness is unk. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.